Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient didn't "think" it was working. The patient further clarified that by "didn't think it was working", they meant they needed to adjust their stimulation because over the weekend, their stimulation felt like it was too high/it felt like an electrical feeling but they couldn't turn their handset on because it wasn't charging. The patient stated they charged it for about half a day and when they took it off the charger, it wouldn't turn on. The patient was instructed to hold the power button down for 3 seconds and the screen didn't come on. The patient stated they had the handset plugged into a surge protector and that everything else plugged into the surge protector was working but the handset still wasn't charging. The patient unplugged the handset from the surge protector and plugged it into another outlet but the handset was still not charging. The patient was instructed to pop the battery out of the compartment of the handset and put it back in and nothing happened initially but then the patient saw a flash on the screen and the handset went dark again. The patient was asked if the cable looked damaged and the patient had previously stated no, that everything had looked ok and that the cable fit securely in the port of the handset, but the patient was asked to slightly move the handset around while still connected to the charging cable and when the patient did, the handset flickered again and went out. The issue was not resolved through troubleshooting. A replacement micro usb charging cable and power adapter were requested to be sent to the patient. The patient tried to position the handset and the cable in the meantime in a way that would allow the handset to charge the handset. Battery longevity considerations were reviewed with the patient, and it was explained that their ins battery would be at 6 years in october 2025. The patient was redirected to follow up with their healthcare provider (hcp) to check the implanted system and do a battery longevity calculation as their ins might also be nearing its end of life. The patient stated they hadn't been aware the ins battery would die. The patient stated they had since moved to an assisted living facility and didn't have a way to really get around anymore, that they hadn't seen their hcp in a couple of years because they'd given up their car and they'd had more imminent problems and they hadn't had time to take care of the implant, but noted they would try to set up an appointment to meet with their managing hcp to check the implanted system and call back to collect the national answering service (nas) phone number for their assisted living facility to call to page a manufacturer representative (rep) to come to the facility to check the implanted system if needed. The patient had also lost their manual, so the patient manuals were sent via email and information was provided about how to order manuals online.

Event description:
Additional information was received from the patient. They reported that the replacement of the cable resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown, product type unknown product ID neu_unknown lot# serial# unknown, product type unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.